Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Reported device code 2017: stent was implanted without pre-dilatation (direct stenting). There was no reported product deficiency. The reported angina, myocardial infarction and re-stenosis are listed in the xience v instructions for use (IFU) as known adverse events associated with coronary stenting. It was reported that the xience stent was implanted with out pre-dilatation (direct stenting). It should be noted that the IFU states to pre-dilate the lesion with a ptca catheter of appropriate length and diameter for the vessel/lesion to be treated. Limit the longitudinal length of pre-dilatation by the ptca balloon to avoid creating a region of vessel injury that is outside the boundaries of the xience v stent. In this case, it is not likely that the lack of pre-dilatation caused or contributed to the reported patient effects that occurred after the index procedure. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure.

Event description:
It was reported that approximately 7 months post xience v stent implantation in the mid left anterior descending artery (mlad), the patient experienced chest tightness on exertion, was hospitalized and treated with a drug eluting stent to the mlad. Enzymes were elevated, but on (B)(6), 2010, the patient was discharged. The event was later adjudicated and it was found that the patient experienced a non q wave myocardial infarction. There was no additional information provided.